Event description:
It was reported the purewick female external catheter were causing irritation. Patient claimed that the system was causing urinary tract infection. They stopped using the system for 24 hours a day to ensure that the patient did not get another urinary tract infection. It was unknown that what medical intervention was provided for urinary tract infection. Per follow up made 18dec2020, patient using the device sporadically due to occasional urinary tract infections.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure could be incorrect device placement ,suction issue and wick damages/soiled. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the purewick catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported the purewick female external catheter were causing irritation. Patient claimed that the system was causing urinary tract infection. They stopped using the system for 24 hours a day to ensure that the patient did not get another urinary tract infection. It was unknown that what medical intervention was provided for urinary tract infection.